Manufacturer narrative:
B5- the reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -11.00/3.5/101 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6)2022. On (B)(6) 2022 lens repositioning was performed due to lens rotation not associated to a low vault but the problem did not resolve. On (B)(6) 2023 the lens was explanted. A replacement lens of the same length different axis was later implanted and the problem resolved. H3- device evaluation: lens was returned in liquid in a vial. Visual inspection found no visible damage to the lens. Claim # (B)(4).

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#:(B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -11.00/3.5/101 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the surgeon rotated/repositioned the lens due to lens rotation. The lens ended up rotating again and on 14-mar-2023 the lens was replaced with a same length lens. If additional information is received a supplemental medwatch report will be submitted.